Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the reservoir was connected to a drain. During the procedure, the force to depress the device was too high. A competitor¿s device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/10/2020.

Manufacturer narrative:
Actual sample received and evaluated. The unit opened and closed as per specifications.